Manufacturer narrative:
See MDR 1920664-2010-00167 for the intraocular lens used with this delivery device.

Event description:
After delivering the iol into the eye, the doctor noticed the lens and haptic had a 60 degree bend. The incision was enlarged to remove and replace the lens. It is likely a suture was used to close the wound.